Manufacturer narrative:
On-site investigation was performed by the distributors field service engineer (fse). The reported issue was reproduced during troubleshooting. According to the information provided in the service report, the internal leakage test failed during the pre-use check. Replacement of the nozzle unit in the air gas module resolved the issue. The ventilator subsequently passed all functional and safety tests and was returned to clinical use. The nozzle unit is part of the gas module and regulates the inspiratory gas flow to the patient. It consists of a membrane, a mouthpiece, and a feather spring. The membrane is pressed against the mouthpiece by the feather spring to regulate the gas flow through the gas module. A faulty nozzle unit may result in cessation of ventilation, low o2 levels, or high pressure. According to the manufacturer's specifications, the complete plastic nozzle unit must be replaced during preventive maintenance. Based on information provided by the fse, the pm kit had not been replaced prior to the event. The cause of the reported issue has been determined to be a defective nozzle unit.

Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer's ref.#: (B)(4).